Event description:
Literature: vergani f, landi a, pirillo d, cilia r, antonini a, sganzerla ep. Surgical, medical, and hardware adverse events in a series of 141 patients undergoing subthalamic deep brain stimulation for parkinson disease. World neurosurg. Apr 2010;73(4):338-344. Summary: the authors reported a single center, retrospective analysis of complications in a large population of parkinsonian patients with a long-term follow-up (mean, (B)(6) years). A total of 141 patients underwent bilateral subthalamic nucleus (stn) deep brain stimulation (dbs) between (B)(6) 1998 and (B)(6) 2007. In this series, neither seizures nor extradural/subdural hematomas were observed. Reportable event: one patient presented with dislocation/migration of the ipg, requiring a reintervention to better fix the ipg at the pectoral fascia. This complication required a longer in-hospital stay for the patient. See literature article with MFR report #3007566237-2010-08991.

Manufacturer narrative:
(B)(4). At this time, no additional information available. Additional information has been requested.